Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged wire was confirmed and appears to be related to the use of the device. One photo sample and one physical sample of a guidewire within a dilator were returned for investigation. Use residue was present within the device. The guidewire was protruding approximately 1 cm from the distal end of the dilator. The guidewire was knotted and appeared to be preventing it from being retracted. The photo showed what appeared to be a segment of guidewire. It appeared that the wire was tied in a knot. The guidewire and red colored residue were contained in a plastic bag. The guidewire was likely knotted during use due to advancement or retraction against resistance. The deformation present on the dilator tip indicates there was forceful retraction against the guidewire which may have led to the break in the core wire. The outer diameter of the guidewire was measured and was found to be within manufacturing specification. No product information was provided for the returned sample; however, the powerpicc product IFU states, "do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding."

Event description:
It was reported that PICC was attempted to be placed and the guidewire "coiled". No reported patient harm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC was attempted to be placed and the guidewire "coiled". No reported patient harm.